Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that metal shaving came off into the patient. This was allegedly irrigated by the doctor. There were no reports of injury and no delay in the procedure.